Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported left side pain in the breast, deformity and change in the firmness. Presence of liquid droplets and subcapsular lines inside the implant, compatible with incipient intracapsular rupture, capsular contracture, baker grade unknown. Later, healthcare professional confirmed baker grade iii. Device remains implanted.